Event description:
It was reported that during procedure, the tip of the monofocal preloaded intraocular lens (iol) was cracked. The iol was implanted. Through follow-up, we learned that the patient was examined 24 hours post-procedure and was in good overall health. Account noted that the surgery went very well, no additional surgical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.